Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the probe could not cut properly and there was no problem with the aspiration during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. The product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected. And was found to be non-conforming with the inner cutter in the port and orange foreign material on the port face and cutter. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. Gouge marks were observed, at the cutting edge and a couple other locations along the inner cutter. The complaint evaluation does not confirm, that the probe had a cut failure. The evaluation indicated, that the probe had an actuation failure. The cut functionality of the probe was conforming. However, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The root cause for the actuation failure is the separation of components within the probe. It appears that at the beginning of use the adhesive bond failed, causing the extension to detach from the coupling. The evaluation did not confirm, the reported cut failure. Therefore, specific action related to the reported event was not taken by the manufacturing site. An internal investigation was completed. And additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. The associated effectiveness has been maintained. The manufacturer internal reference number is: (B)(4).